Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Blood was observed in and on the jaws of the returned device, indicating signs of clinical use. The jaws were visually inspected, no flaws were noted with the silicone insulation. The heater element wire on the jaws appeared to be bent, but not detached. An electrical evaluation was conducted. Pre-cautery testing (hemopro instruction for use) was performed with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 cycles and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened and the internal components evaluated. The switch was examined under microscopy. No residue or contamination was seen on the switch. The electrical circuitry was evaluated for continuity. Continuity was verified at the switch terminals and at the pigtail connectors. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ was unable to be confirmed. The as analyzed failure for bent wire was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
Complaint 1 of 4. See related complaints (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Hemopro pro self activated.

Manufacturer narrative:
Mar. 22, 2016 12:21 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Feb. 25, 2016 04:18 pm (gmt-5:00) added by (B)(6): complaint 1 of 4. See related complaints (B)(4). Feb. 25, 2016 04:16 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Feb 25, 2016 09:48 am (gmt-5:00) added by (B)(6): hemopro pro self activated.